Event description:
Cardiopulmonary arrest; als-acls algorithm for vf. Changing defibrillator when unit power failed. Power sources changed from battery 1 to 2 to 3 without return to power. Battery replaced without charge, unit turned on/off without charge. Unit placed out of svc.